Manufacturer narrative:
The device was manufactured march 15, 2021 to march 16, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered during set-up/preparation prior to use on a patient; further stated as "when the customer wanted to connect to the patient". The device was filled with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.